Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle lite meter is 5 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer was unable to monitor their blood glucose levels due to the adc blood glucose meter turning on and then powering off after test strip insertion. It was further reported the customer experienced symptoms described as sweating and a loss of consciousness. The caregiver called emergency services, and a reading of 24 mg/dl was obtained on the paramedic's device. The customer was diagnosed with hypoglycemia and treated with an unspecified serum and glucagen (glucagon) injection. There was no report of death or permanent injury associated with this event.